Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. The multifunction cable and defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable and defib receptacle were returned to zoll medical chelmsford. The customer's report was unable to be duplicated. Visual inspection did observe evidence of foreign substance. The parts were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.